Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses."

Event description:
It was reported that the customer experienced a blood glucose (bg) level less than 54 mg/dl. Customer consumed juice to address the bg level. Reportedly, the customer alleged sleep schedule did not activate when expected to. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer not setting up a regular sleep schedule on the pump, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.